Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 8060953.

Event description:
It was reported that the patient's right l5 lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 where the lead was replaced to address the issue. Investigation was unable to determine which of the leads is the right l5 lead.